Event description:
Revision completed due to acetabular cup and liner not fitting properly. Two separate revisions were completed to address the issue. Doi: (B)(6) 2018. Dor: (B)(6) 2021. Dor: (B)(6) 2022.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : visual examination of the returned device cannot confirm the reported allegation with the provided information. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the required lot code was not possible to retrieve from the returned device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. What is the affected side involved in this event? Left or right? Left side. B. Was/were there any adverse consequence/s to the patient relevant to this event? If yes, kindly provide the details: there were no adverse consequences. C. Please confirm what do you mean by ''cup and liner did not fit?'' Was there disassociation of liner? Loosening of cup? Or etc. There were no adverse consequences. The cup was not fitting properly, the doctor looked into it because it happened the last time and it turned out that the cup was not a manufacturing defect, but that happens very rarely.